Event description:
On (B)(6) 2012, the reporter contacted animas to report an intermittent power issue with the pump. The animas customer support conducted troubleshooting with the reporter and noted that the yellow o-ring was slightly visible, indicating that the battery cap was not secured all the way and that there was corrosion in the battery compartment. There was no report of physical damage to the pump. The reported issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. However, this complaint is being reported due to the unresolved power issue. A replacement pump was sent to the patient.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 12/21/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were power on resets observed in the black box. The pump returned with a crack at the threads of the battery compartment. There was visible corrosion in the battery compartment and the threads of the battery compartment were found to be intact. The returned battery cap is able to fully tighten to the pump with no yellow o ring showing. The pump was exercised for 24 hours with returned battery cap, no power interruptions were duplicated during this time. The pump fails leak test with battery compartment leak. Unrelated to the complaint, evaluation revealed a faded pink display screen, which has no effect on insulin delivery function.